Event description:
Clinical study. It was reported that during a coronary stenting treatment procedure, balloon withdrawal resistance occured. The lesion being treated was a 2.75mm, 90% stenosed, moderately calcified, moderately tortuous, 26mm long portion of the distal circumflex (dist cx). The physician treated the lesion with pre-dilatation using a 2.5x20mm maverick balloon. The physician then successfully placed a 2.75x28mm taxus liberte study stent. There was balloon withdrawal resistance. The procedure was completed with no further complications. The patient was discharged later the same day on plavix and aspirin.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for the batch shows that the device met its material, assembly, and product specifications at the time of its release to distribution. No conclusion could be drawn. Product unavailable for analysis.